Event description:
Article published to assess indications of vns revisions and explants. The article included the following reports related to vns: 13 lead fractures resulting in high lead impedance (1 of the 13 lead fractures was confirmed by radiography). 12 lead fractures resolved after lead revision surgery. 1 lead fracture resulted in device explant with no replacement. No other relevant information has been received to date. Other adverse events reported in the article are captured in MFR. Report # 1644487-2019-00217 and MFR. Report # 1644487-2019-00218.